Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 6 13 mm ps insert x3. The following other devices were also listed in this report: triathlon asymmetric x3 patella, sho; cat# 5551-g-350; lot# unknown. Unknown size 7 ps femur left; cat# unknown; lot# unknown. Unknown 6 baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revised triathlon knee.

Manufacturer narrative:
The event of revision was confirmed as the subject explanted device was returned. The insert was noted to be worn. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revised triathlon knee.